Event description:
It was reported to boston scientific corporation that a dreamtome pro rx 44 sphincterotome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after bowing the tome, it became unable to be relaxed and remained stuck in the bowed position. The nurse does not believe it was caught on the scope or elevator, and despite several attempts, she was unable to relax the device. The procedure was completed with another dreamtome pro rx 44 sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.